Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was intended to be used to treat a lesion in the rca. No damage noted to packaging. The device was removed from the packaging as per IFU. The device was inspected with no issues noted. The device was prepped as per IFU. The patient had an unusual departure of the coronary artery from the aorta which caused the guide catheter to become twisted during intubation. During use, the catheter was partially torn in the right iliac arterty. The attempt to remove the catheter part was made during another surgery, using fiberoscopes pliers.the issue was considered to be related to the patient anatomy and not to the product itself. No further patient injury reported.